Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis reservoir and pump replaced due to a hole in the reservoir. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The pump was visually inspected, and underwent leak and functional testing. The pump tubing was cut down to the pump block and not returned for analysis. The pump passed leak testing but did not pass deflation testing. The flat reservoir was visually inspected, and leak tested. Inspection found wear at a fold in shell. The reservoir kink resistant tubing (krt) was worn to the filament at the reservoir adapter strain relief junction. The reservoir krt leaked due to fatigue in the reservoir adapter strain relief junction, confirming the reported clinical observations.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis reservoir and pump replaced due to a hole in the reservoir. No patient complications were reported.